Event description:
It was reported an angio-seal device was deployed by dr. During the certification process and under the direction of the st. Jude medical rep in 2004. The pt was discharged to home the following day. Two days later, the pt presented to the hosp reportedly with an aneurysm at the puncture site and in shock. The pt underwent surgery; the artery was noted to be torn and was sutured closed. The angio-seal device was found external to the artery. The pt was reportedly recovering. The rep stated the pre-deployment angiogram revealed the puncture site was in the right femoral artery above the bifurcation and the artery was of acceptable size.